Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were also reviewed and no issues were noted with the overall balloon profile. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found severe kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypo-tube broke 218mm distal from strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 12mm in length, 2.5mm in diameter, eccentric and the de novo target lesion being treated was located in the moderately calcified and moderately tortuous ostium of the proximal left circumflex (lcx) artery. The lesion contained between a 45 degree and 95 degree bend. A non-bsc guidewire was advanced to the lesion. Predilation was performed using a 1.50x8mm unspecified balloon catheter, leaving 60% residual stenosis in the lesion. A 16 x 2.50mm taxus¿ liberté¿ stent was selected to treat the lesion. While the device was advanced to an unspecified guide catheter for almost 5 to 10 minutes, it was noted that the shaft broke. The device was removed. The procedure was completed with a 2.50x15mm non bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 12mm in length, 2.5mm in diameter, eccentric and the de novo target lesion being treated was located in the moderately calcified and moderately tortuous ostium of the proximal left circumflex (lcx) artery. The lesion contained between a 45 degree and 95 degree bend. A non-bsc guidewire was advanced to the lesion. Predilation was performed using a 1.50x8mm unspecified balloon catheter, leaving 60% residual stenosis in the lesion. A 16 x 2.50mm taxus liberté stent was selected to treat the lesion. While the device was advanced to an unspecified guide catheter for almost 5 to 10 minutes, it was noted that the shaft broke. The device was removed. The procedure was completed with a 2.50x15mm non bsc stent. No patient complications were reported and the patient's status was stable.